Event description:
It was reported via a voluntary medwatch report from the user facility "stryker 1005 stretcher being used in training for new lift system slid away from bed causing employee to fall to the floor. The foot lock was engaged. Upon further inspection, it was noted the foot lock is not consistent in locking every time unless the pedal is pushed very hard or the lock on the head end is utilized."

Manufacturer narrative:
The identity of the user facility, contact name, phone number and device serial number were not provided, therefore evaluation cannot be performed.